Event description:
A malfunction alarm identified as malf 9 was reported, with a fault ID of 0x20f1. There was no adverse impact to the customer's blood glucose level. Customer was provided with pump reset information by technical support but had not yet reset the pump, planning to call back after returning home with the charging pad. Cts called back and customer advised he reset pump on his own, no further issues.